Manufacturer narrative:
The bur and attachment subject to this investigation was returned for eval. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specifications were met. Part number and lot number info has not been provided to permit further investigation. The root cause is multi-factorial. The attachment associated with this MDR is as follows; part number: 5100120925, lot#: 11105.

Event description:
It was reported that during testing conducted at the MFR that the bur was broken inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no pt involvement or adverse consequences as a result of this event.